Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the wing was broken when opening the package.

Manufacturer narrative:
H.6. Investigation summary: received one unused iag 22ga catheter/adapter assembly and a needle cover in an opened package from material number 381923, lot number 8323905. Three photos were also submitted for evaluation: photo one displayed package label, 22ga catheter/adapter assembly and a needle cover. Photo two displayed the 22ga catheter/adapter assembly with a curled wing. Photo three displayed the 22ga catheter/adapter assembly with a curled wing at a different angle. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Performed a visual/microscopic evaluation that revealed the suture wing was curled. Photos: based on the review of the submitted photos; the photos displayed the same findings as that of the evaluation of the returned unit. Conclusion(s): the defect wings damaged/defective was identified and confirmed with the returned unit. Having too many wing adapters in the bag, tote or filling the hopper with excess adapters can put too much weight and press on the adapter which can the curl or break off the wings. The root cause could be manufacturing or molding process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte auto guard experienced product damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the wing was broken when opening the package.